Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was not performed. The device was returned for analysis.